Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and 5 shocks due to suspected supraventricular tachycardia (svt). Technical services (ts) discussed device reprogramming. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Impact codes have been corrected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and 5 shock due to suspected supraventricular tachycardia (svt). Technical services (ts) discussed device reprogramming. The ICD remains in service. No additional adverse patient effects were reported.